Event description:
It was reported during the implant procedure that the is-1 pin could not be properly fixated and that there was blood in insulation it was also not possible to extend or retract helix. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed that the outer tubing overlay was breached, and there was noted infiltration of blood/body fluid in the tubing overlay and in/on the helix/lobe.